Manufacturer narrative:
Update: no patient involvement. Device evaluation: the device was returned for evaluation. The examination of the device showed the tamper seal was missing and lens was damaged. The returned device was given functional testing: this showed the device's downstream occlusion sensor was out of specification. Further examination of the device showed the downstream occlusion sensor had particulate contamination. The issue was confirmed. The root cause of the particulate was not identified.

Event description:
Update:no patient involvement.

Manufacturer narrative:
Cadd-solis 2120 pump investigated but not signed off final report. The final investigation will be attached to the supplemental.

Event description:
Information received a smiths medial cadd-solis 2120 pump alarming no cassette attached. No adverse patient events reported.